Event description:
Customer alleged switch was replaced and it is not working again and claims chair will not shut off with broken switch. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 3gar-ts, serial number/date code (B)(4) is approximately 8 years old. The owner's manual part number 1143151 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's preexisting medical condition is noted as being severely handicapped. His stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that the switch on the power chair was replaced with a new switch, however, the dealer had to repair the switch 2 more times. The chair was working fine and there was no injury due to the failed switch. After due diligence, additional information was obtained on (B)(4) 2012 that the consumer was recently hit by a bus and suffered 2 broken arms. The power chair is allegedly in 3 pieces. No RMA has been issued for the chair. This complaint was elevated from a quality complaint to an adverse event on (B)(4) 2012.